Event description:
It was reported to medtronic minimed that the customer experienced keypad/button unresponsive/button error, device heating up. The customer reported blood glucose value of 2.8 mmol/l. The customer reported hypoglycemia treated with glucose/carb intake. The event involved product(s) mmt-1885. Troubleshooting was performed. The customer had been using the insulin pump system within 48 hours of the reported low blood glucose event. The customer was using the auto mode/smartguard feature at the time of the event. No further patient complications were reported. Mmt-1885 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The thus/thump was utilized and downloaded trace/history files properly. On the event date of 24-aug-2024 of the dailytotalcollectionstarttime, the dailytotalofbasalinsulindelivered = 17.575 u and dailytotalofbolusinsulindelivered = 31.4 u which is equal to the dailytotalofallinsulindelivered = 48.975 u. All bolus/basal were delivered in auto mode/manual mode. On the event date of 24-aug-2024, there is no unexpected alarm(s)/suspends recorded in the formatted history file. Pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. All buttons function properly. No numbers ramping on their own or the scroll bar is moving with no input during testing. Pump was monitor for several hours and no unexpected device heating up or pump hot to touch noted. No damage in the battery tube noted. Pump was cut open to perform visual inspection and found no moisture or component damage on the electronics, force sensor and motor assembly noted. The sc1 cap locks properly in place in the reservoir compartment noted. Pump received with pillowing keypad overlay, cracked down button keypad overlay and scratched case during the visual inspection. In summary, pump passed all required testing. Customer alleged not confirmed for pump hot to touch, keypad anomaly, numbers are ramping on their own and the scroll bar is moving with no input. Unable to verify customer alleged for low bg. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.